Event description:
Reporter advises that 2 cycles were run instead of one. No reason given. No device malfunction reported. Procedure went well and patient discharged to home. Two weeks later, the patient presented with symptoms of an acute abdomen. Patient required a total hysterectomy and a temporary colostomy. Reportedly a uterine and bowel perforation were present.